Event description:
While preparing a mcgrath mac s/n (B)(6) for emergency use on a patient the video display on this video laryngoscope failed - the faulty display rendered the device unusable in the care of this patient - an alternate method of intubation was used.